Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the left ventricular lead was found to be dislodged and pulled into the superior vena cava and could not capture the heart. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.